Event description:
The initial report indicated that during a coronary stenting procedure to a calcified vessel, the hypotube kinked. Consequently, another cypher stent was used to complete the procedure. There were no adverse effects to the pt. However, additional info regarding the reported event was requested and the following was noted: there was no handling issue during withdrawal of the stent delivery system from its packaging, and the system was prepped using standard prepping. However, it was indicated that the hypotube "slid up" during the procedure. Further clarification regarding "slid up" indicated that the outer tube of the device rolled up or separated from the inner tube. However, there were no adverse effects to the pt.